Manufacturer narrative:
Device received with reservoir tube lip completely broken off noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call on (B)(6) 2018 that the customer's pump had broken off the o-ring and is no longer able to lock into place. However, customer said she glued the o-ring back on and it's now able to lock. Customer has issues with cosmetic damage. Customer's blood glucose level at the time of incident is unknown. No symptoms indicated and no treatment necessary. Customer was advised the insulin pump will be replaced and agreed to return the device for analysis.